Event description:
A resmed CPAP unit was reported to have caught on fire.

Manufacturer narrative:
Preliminary examination of this device indicates that the device failed with the possibility of a brief external flame. The device has been returned to the MFR (resmed ltd) in (B)(4) for a full investigation. There was no adverse event reported for this incident.